Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was removed and placed on another ventilator. The customer reported that the ventilator was registering multiple breaths but the patient was not triggering breaths and there was water in the circuit. There was no report of serious injury or death associated with this event.